Manufacturer narrative:
No product has been returned for investigation as no device malfunction has been alleged. No radiographic images were provided so the complaint was not confirmed. No patient bone quality report provided. No root cause can be confirmed at this time. Labeling review: "...care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. All non-sterile parts should be cleaned and sterilized before use. Devices should be inspected for damage prior to implantation. 6. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary..."

Event description:
On (B)(6) 2019 a patient underwent a spinal procedure at c4/6 levels as per reporter, the lateral mass was broken at right c6 while the physician was conducting the final tightening. The physician used lamina screw instead of poly axial screw.